Event description:
It was reported by the plaintiff's atty that the plaintiff experienced urinary retention, recurrent urinary tract infection, nocturia, microscopic hematuria, incomplete bladder emptying and an unspecified injury. Furthermore, it was reported that the plaintiff died. The cause of death reported were acute renal failure, septic shock, ischemic encephalopathy, and coagulopathy. Related to manufacturer reports: 2183959-2014-38471, 2183959-2014-72665.

Manufacturer narrative:
This was initially reported on the summary under exemption (B)(4). Lawyer-filed report.